Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) visited system onsite and confirmed that the flexvision pc was not booting up. The review of system log files showed malfunctioning with the flexvision pc. Upon troubleshooting, the fse found that the flexvision pc was not booting up due to cmos battery issue and the hard drive was broken. To resolve the issue, the fse replaced the flexvision pc and hard drive, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexvision computer was unable to boot, stalling at the countdown timer. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.